Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was 522 mg/dl, which was treated with manual injections. The customer's current blood glucose was 275 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer was assisted with high pressure test and it failed. The insulin pump will be returned for analysis.